Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system's programmer displayed an error while attempting to set the system to MRI mode. The programmer error indicated the lead impedance check failed. Surgical intervention was taken and the patient's implantable pulse generator (ipg) was replaced. The leads remain implanted. Follow up diagnostics confirmed the system impedance went back to normal range following the generator replacement.